Event description:
The following has been reported: biomed reported: pump problem. As always, the pumps have been tested with multiple cassettes and have been cleaned. Pumps will be left on if additional logs are needed please feel free to pull them as we wont always be able to revisit the same pump multiple times at this high volume of failure to pull logs. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). The outlet pin of the fva had a slight amount of drag felt during operation. Log files were reviewed and found av sticky valve failures. Damage was identified on the lever arm boot. The device was opened to inspect for internal damage and for cleaning. No internal damage was identified. The fva pins and their channels were cleaned using alcohol. The fva lip seals were replaced during investigation. An infusion was run after the lip seals had been replaced and no errors or failures occurred.